Manufacturer narrative:
The event occurred outside of the united states. While this product is not sold in the united states, it is like or similar to a product marketed in the united states. (B)(4).

Event description:
Customer allegedly received the following results, with two different meters, within 10 minutes: 247 mg/dl (system 1/lot 476321) and 100 mg/dl (system 2/lot 476180 ). Results were obtained using different strip lots. No adverse event reported. Return of the suspect device was requested for evaluation.